Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 158 mg/dl. In addition, it was reported that the customer attempted to reload the same cartridge after the malfunction was cleared and received a minimum fill notification. Customer did not recall how much insulin was left in the cartridge prior to the malfunction. Reportedly, the customer loaded a new cartridge to resolve the issue.